Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The 2.5mm, 90% stenosed, progressive target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. Following pre dilation with a maverick 2.5x15mm balloon the physician deployed a 2.5x28mm promus element stent in the mid lad. The physician then advanced the 2.25x24mm promus element stent to the distal lad. However; the stent was dislodged from the balloon. The physician pulled back the stent delivery system and expanded the dislodged stent in the interior of the previously placed stent. No patient complications were reported the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)